Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the hospital because the patient alert was triggered due to high impedance of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went to the hospital because the patient alert was triggered due to high impedance of the right ventricular lead. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was extrinsically breached due to a tear, the overlay tubing of the lead was extrinsically breached due to melting, the overlay tubing of the lead was extrinsically breached due to a tear, and the outer insulation of the lead developed a breach due to a depression while in vivo. Also analysis comments stated that the lead was returned with severe explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.